Event description:
It was reported that the femoral head impactor has become worn and chipped and no longer works as intended. This occurred during surgery and a delay above 30 minutes was recorded. Procedure was completed with a back-up device with no patient harm.

Manufacturer narrative:
The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. Without the device received the site of breakage cannot be evaluated. The root cause cannot be determined due to insufficient information. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device.